Manufacturer narrative:
(B)(4). It is unknown whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for a knee revision to replace the polyethylene articular surface due to pain and swelling. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The root cause of the reported issue is attributed to a manufacturing issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event could not be confirmed as the device was not returned for analysis and no photos were received. Device history record review found no discrepancies relevant to the reported event. Review of complaint history determined no action was necessary as no trends were identified. Investigation conclusion determined the root cause of the event is a manufacturing issue, which has been the subject of corrective action.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported that the patient had a right knee revision to replace the polyethylene articular surface due pain, swelling and a reaction to high levels of endotoxins. Attempts have been made and no further information has been provided.